Manufacturer narrative:
Company rep replaced gas bench and adjusted volt power supplies. Performed a gas calibration, tested, calibrated, and safety checked unit to factory specifications.

Event description:
Customer reported an issue with the gas module 3, which may have affected pt monitoring. No pt injury reported.